Event description:
Information was received indicating that this ambulatory infusion pump exhibited a cassette alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found no physical damage on the device. "Wrong cassette" messages were found in the event history log. During testing, an alarming "wrong cassette" message was activated when latching a cassette onto the returned pump. The error message was attributed to a faulty downstream occlusion sensor. A root cause for the faulty sensor could not be determined.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection revealed the device to be in good physical condition. "Wrong cassette" alarm messages occurred after latching a cassette as found in the event history log. The pump was further tested and displayed "wrong cassette" upon starting. Fluid ingression was found in the pump. The "cassette alarm" issue was attributed to the fluid ingression. The root cause of the issue was fluid ingression as a result of use of the device in a manner that is inconsistent with the operator's manual / instructions for use.